Event description:
The physician performed a cath placement in the radial artery, secured with tegaderm; not sutured in place. The catheter was left in overnight. When removal was attempted in the afternoon of 2009, the physician stated the catheter broke and the hub came off. The patient was sent to surgery in order to have the radial artery ligated, so the separated portion could be removed. The surgeon observed the removed piece was "ragged". The retrieved piece was sent to pathology; however, the hub has not been located and the packaging had not been saved. Information was later provided (six days later) that the catheter fell apart a little away from the hub and the catheter had a very ragged edge. The hub has still not been located. Patient is okay.

Manufacturer narrative:
Unfortunately, no product was returned for our examination; therefore a definitive root cause cannot be determined. However, it was previously stated that the separation was jagged, which would suggest the product was torn and not inadvertently cut. We can advise that per specification, this device is verified, 100%, that the surface of the catheter is free of damage and excess bumps or roughness. In addition, that the distal tip/endhole does not have any splits, nicks or damage. It should be noted that the label contains graphical symbols requiring storage in a dark, dry and cool location. We will continue to monitor for similar complaints.